Event description:
Titanium surgical tacks implanted in hernia mesh surgery (at the waist) in 2013 have migrated throughout the abdominal area, hip, groin and embedded in intestines, rib areas, etc. On (B)(6) 2019, surgery for chronic pain revealed a cluster of tacks at lower left rib. Approx 8 cts over last 5 years did not show titanium tacks. Next surgery scheduled for (B)(6) 2019 to remove as many tacks as possible without jeopardizing pt's life.